Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and rupture.

Event description:
Patient reported "breast pain and a rupture of the device with possible leakage". The device remains implanted. This record relates to the right side.

Event description:
Patient reported "breast pain and a rupture of the device with possible leakage" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Event description:
Patient reported "breast pain and a rupture of the device with possible leakage". The device was explanted.. This record relates to the right side.